Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief disconnecting a pulse wire. The cause of the test failure was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) for an unrelated reason and a reportable device malfunction was discovered.